Manufacturer narrative:
(B)(4)

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the mid rca during the index procedure. At 30 day and 3 month follow ups, pt's worst angina status was reported as per (B)(4) criteria. It is reported that the pt had chest pain and went to the emergency room approx 4.5 months post index procedure. Labs and EKG were done and the pt was sent home. Pt continued to have the chest pain and recatheterization was carried out. The pt was found to have stent thrombosis and instent restenosis of target lesion. Diagnostic angiography was performed and the pt received thrombolytic therapy. It is reported that the pt is continuing with treatment. In the opinion of the investigator, the event was definitely related to the study device and possibly related to the study procedure. At 6 month f/u, pt's worst angina status was reported as ii per (B)(4) criteria. (Ref MFR #9612164201100496 & 9612164201100497).